Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced recurrence, infection, abscess, adhesions, pain, and bowel injury. Post-operative patient treatment included revision surgery and hernia repair with mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: a4, b2, b5, b6, b7, d4 (expiration date), d6b, d10 (autosuture, product ID - abstack20 (x2), lot #s - n9b39, n9b388), g1, h4, h6 (patient codes, device codes, ime e2402: elevated white blood count, thickened skin, lesion in transverse colon, ileus, anorexia, induration, area of fluctuance, fluctuant lesion above umbilicus, sinus tract), <(>&<)> additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced recurrence, infection, abscess, adhesions, pain, bowel injury, elevated white blood count, electrolyte imbalance of hypophosphatemia. Hypokalemia, hypopotassemia, fluid collection, foreign body granulomatous inflammation, inflammation, fibrosis, thickened skin, lesion, stricture, mrsa, serosal tear, hernia pushed mesh, hernia protruding from left side of mesh, ileus, cellulitis, fever, chills, sweats, decreased appetite, erythema, drainage from wound, tenderness, purulent drainage, seroma, acute abdominal lump, coughing, anorexia, malaise, abdominal distention, induration, area of fluctuance, fluctuant lesion above umbilicus, fibrotic tissue, <(>&<)> sinus tract. Post-operative patient treatment included revision surgery, mesh removal, hernia repair with mesh, cat scan, CT scan, lap bilateral component separation with myo-fascial flaps, exploratory lap, lysis of adhesions, serosal tear reapproximated with sutures, ng tube, pca pain pump, IV electrolyte supplementation, antibiotics, CT guided drainage of abdominal fluid collection, removal of drainage catheter, ultrasound guided central catheter line placement, IV antibiotics, hospitalization, evacuation of abscess, IV fluids, wound care, <(>&<)> use of abdominal binder.

Manufacturer narrative:
Additional information: a4, b5, b7, h6 (patient codes, device codes), additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced recurrence, infection, abscess, adhesions, pain, bowel injury, elevated white blood count, electrolyte imbalance of hypophosphatemia & hypokalemia, hypopotassemia, fluid collection, foreign body granulomatous inflammation, inflammation, fibrosis, thickened skin, lesion, stricture, mrsa, serosal tear, hernia pushed mesh, hernia protruding from left side of mesh, ileus, cellulitis, fever, chills, sweats, decreased appetite, erythema, drainage from wound, tenderness, purulent drainage, seroma, acute abdominal lump, coughing, anorexia, malaise, abdominal distention, induration, area of fluctuance, fluctuant lesion above umbilicus, fibrotic tissue, allergic reaction, perforation, abdominal pain, scarring, bowel issues & sinus tract. Post-operative patient treatment included medication, revision surgery, mesh removal, hernia repair with mesh, cat scan, CT scan, lap bilateral component separation with myo-fascial flaps, exploratory lap, lysis of adhesions, serosal tear reapproximated with sutures, ng tube, pca pain pump, IV electrolyte supplementation, antibiotics, CT guided drainage of abdominal fluid collection, removal of drainage catheter, ultrasound guided central catheter line placement, IV antibiotics, hospitalization, evacuation of abscess, IV fluids, wound care, & use of abdominal binder.